Event description:
It was reported that the customer was experiencing high blood glucose levels of 500 mg/dl. The customer treated herself with manual injections. The customer stated that she changed out the infusion set and reservoir, and then she received a low battery alarm. The customer stated that she had dropped the insulin pump while in the bathroom, and the insulin pump hit the side of the toilet. The customer expressed that she had ketones. Troubleshooting was done. Advised customer to run a manual prime, and insulin did exit the tubing. Advised customer to change the entire infusion set, reservoir, and insulin and then treat per healthcare provider's instructions. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.